Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined that; ¿comment: 1. ¿when looking through the information received, the event is user related¿. There seems to be contact between the previously (?) Inserted (osteosynthesis) screws and the implant. I think, this could have been anticipated prior the initial implantation and the surgeons could have considered taking them out-or- fracture of the medial malleolus has occurred after the implantation (preoperative planning does suggest this!)-then it would be appropriate to support bone healing first and revise the joint replacement afterwards. In that case, the need for a revision would not in any way be user related. ¿pe-liner intact / in place?¿. As the pe liner is not directly visible in the CT-scan, this can only be assessed with a little uncertainty, however, there are no clear signs of dislocation/or damage to it.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.